Manufacturer narrative:
Please see attached complaint investigation report for details update for this submission to note that the final report was submitted on the 30th november 2020 but was not identified until 20th october 2021 that the final submission report had not been sucessful.

Event description:
Before the lap procedure, nurse opened the package as usual and checked the valve briefly. However, after the procedure completed, the nurse dissembled the reusable and disposable parts of trocar, she found there was missing portion on that valve and they couldn't find it anywhere.

Event description:
Before the lap procedure, nurse opened the package as usual and checked the valve briefly. However, after the procedure completed, the nurse dissembled the reusable and disposable parts of trocar, she found there was missing portion on that valve and they couldn't find it anywhere.